Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, broviac single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, broviac single-lumen, 6.6f products are identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 06/2022).

Event description:
It was reported that approximately two weeks post port placement through the right internal jugular vein, the device allegedly failed to aspirate blood. It was further reported that during infusion of common saline, the liquid remained at port hub and found that the catheter allegedly detached from the port. It was further reported that the catheter fell into the atrium and removed from the femoral vein through radiography. The patient current status is unknown.